Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and noproduct performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2023 a patient's wife reported that an ilet patient had a diabetic ketoacidosis (dka) event one week ago today ((B)(6) 2023). On the night of (B)(6) 2023 the patient ate a lot of carbohydrates. Later, the patient was throwing up, had diarrhea, and overall felt terrible. The reason for the dka is prior to dinner, the patient changed their supplies (infusion set and insulin cartridge), and had a kinked infusion set cannula that went unnoticed until the following morning. The patient's wife took the patient to the emergency room (ER). The hospital staff administered insulin to bring the patient's blood glucose (bg) levels back down. The patient's bg rose to 525 mg/dl and was elevated for approximately 10 hours. The patient has recovered and is back using the ilet.